Event description:
It was reported that when using the bd pyxis¿ es server refill reports were not synchronized and were inconsistent with the current physical inventory levels across multiple devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist confirmed with the customer that the issue was resolved following the scheduled downtime maintenance performed on our servers. The system functioned as intended when the technical support specialist investigated the issue.